Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the mecha base plate fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the lcb distal cover glass fluid damage, the insertion flexible tube (ift) buckled, the air nozzle clogged, the water nozzle clogged, the control body corroded, the mecha base plate corroded, the ccd driver pcb corroded, the lg cable connector corroded, the shield cover corroded, the operation channel leak, the remote control button cut, the distal body worn out, the light guide fiber bundle (lcb) defective, and the operation channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.